Event description:
It was reported that the patient was having difficulties breathing and reports that it is worse when she exerts herself. The treating vns physician lowered the vns settings from 0.75ma to 0.5ma at the last visit, but the issue persisted. As a result, the plan was to have the patient see pulmonology if the difficulty breathing did not improve because the patient does have asthma. Clinic notes dated (B)(6) 2015 reported that there was concern for diaphragmatic dysfunction per asthma consultation, review of prior records, and examination on that day. A chest fluoroscopy ("sniff test") was ordered to assess for diaphragmatic dysfunction to be done with vns on and then with vns off. The vns output was decreased to 0.5ma (the setting at which the patient historically did not report symptoms) and continued at reduced tolerability settings. The magnet on time was also reduced from 30 to 21 seconds. It was reported that the patient feels as though she is ¿suffocating¿ with orthopnea (shortness of breath) and snoring also noted. Wheezing typically occurs with exercise. The patient used to smoke, but reportedly quick smoking several weeks ago but restarted about a week prior. The patient was seen by the allergy/asthma specialist on (B)(6) 2015 at which time there was no mention of the status of her asthma then but she has not been seen for any asthma problems up until she had the breathing problems after vns was implanted. The patient had not filled any albuterol (inhaler) until then. It was noted that albuterol has not really helped her current dyspnea. The patient was prescribed asmanex in (B)(6) 2014, but the patient reports that she has not been taking it. She was prescribed this back in (B)(6) 2013 as well, but it was not clear why. It was not clear she has persistent asthma. The specialist felt that the patient was likely getting diaphragmatic spasm or flutter due to vns and assessed that the patient may have some mild asthma. Previous history revealed that the device was turned on in (B)(6) 2014 and patient tolerated it well. On (B)(6) 2015, the patient reported dyspnea associated with magnet swipe at 0.75ma current. On (B)(6) 2015, the patient had dyspnea with exertion with output increased to 0.75ma. The pulse width and frequency were decreased to attempt to improve tolerability. On (B)(6) 2015, there was stated improvement with change in tolerability setting with output increased to 1ma. The results of the chest fluoroscopy were that there was no change in diaphragmatic dysfunction with or without vns stimulation on. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Further information was received that a few years later, the patient experienced shortness of breath. The signal pulse width was decreased as a result. This indicated that the intervention taken was not due to or to preclude a serious injury. No further relevant information has been received to date.

Event description:
Further information was received from the patient's current neurologist. She reported that the shortness of breath has occurred with stimulation and expressed belief that it was related to the vns therapy. It was also reported that the condition has not improved indicating that the initially reported dyspnea had continued. A review of the programming history indicated that the continuity of the device was within normal limits through the first year of implant. No additional relevant information has been received to date.